Event description:
It was reported that there was a high number of short intervals, which could indicate oversensing, along with decreased and varying threshold. The sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=16.9 counts avg/day, in 35 days, between (B)(6) 2011 10:43:43 and (B)(6) 2012 10:40:08.